Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the surgeon complained of low suction during a procedure. They changed the cassette and the issue was resolved. There was no harm to the pt.